Manufacturer narrative:
The reported event of failure to advance the stylet was not confirmed. As received, a complete lead was returned in one piece without the stylet. Visual and x-ray inspections of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The stylet insertion/ removal test was performed and found that the stylet could be fully inserted inside the lead and removed with no obstructions/restrictions.

Event description:
It was reported that during the implant of the right atrial (ra) lead, the physician was unable to achieve the required j-shape curvature using the provided stylets. Despite multiple attempts with different stylets, the lead could not be successfully positioned. A passive fixation lead was successfully implanted instead. The patient was in stable condition.